Event description:
It was reported that during a non-tortuous, moderately calcified, proximal left anterior descending artery stenting procedure, a xience v rx 2.5 x 15 mm stent delivery system (sds) was advanced, but met resistance with the moderately calcified vessel and would not cross the lesion. Reportedly, the stent became stuck in the calcification and as the xience v rx sds was being pulled back into the non-abbott guide catheter, the xience v rx stent dislodged from the xience v rx sds. The xience v rx sds was removed from the patients anatomy through the non-abbott guide catheter leaving the xience v rx stent free floating in the lad. The dislodged xience v rx stent floated to the tibial artery and the patient was taken to surgery to remove the dislodged xience v rx stent from the tibial artery completing the procedure. The patient was discharged home in stable condition on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.